Manufacturer narrative:
Date of post-operative screw breakage is unknown. Additional product codes for this report include hwc. (B)(4). Per facility, the complainant parts have been discarded and are no longer available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a plate and nine (9) screws on (B)(6) 2015 to treat a bilateral highly comminuted distal tibia fracture. The patient reportedly began experiencing pain; it was then found that the screws had failed. The patient returned to the operating room on (B)(6) 2016 to have the original hardware removed. The surgeon indicated that the fracture had not healed and that five (5) of nine (9) screws were broken. The patient will be getting an ankle fusion on a later date (yet to be scheduled). Concomitant medical devices: tibia plate (part 02.118.004, lot 9276933, quantity: 1) and screws (part/lot unknown, quantity: 4). This report is 2 of 2 for (B)(4).